Manufacturer narrative:
A single implant was identified as scrap by the manufacturer, because it was not within its validated packaging. The implant was shipped to the contract distribution center to be properly disposed of, but upon receipt the contract distribution center incorrectly identified the implant as use as is and sent the nonconforming implant out for a surgery. Upon initial receipt at the hospital they flagged the implant as unacceptable and returned it to the sales distributor. The implant was never used on a patient and once the manufacture was made aware of this nonconformance they replaced the implant. The nonconforming implant was returned to the contract distribution center and placed on an ncmr to be properly dispositioned as scrap. The device history record and sterilization batch release records were reviewed and indicated that the component in its original packaging met specification, but the condition it was in at the hospital did not meet specification. This incident is under investigation at the contract distribution center and a supplemental report will be provided upon conclusion of the investigation.

Event description:
A hospital received a single implant in a nonsterile pouch, which was flagged, upon initial receipt, by the hospital and was returned to the sales distributor.